Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with reports of red blood in stool for the previous 2 days. The patient's international normalized ratio (inr) was 2.1 upon admission. Gastroenterology (gi) was consulted on (B)(6) 2021. The patient was taken for an esophagogastroduodenoscopy (egd) test with push enteroscopy (push) which was negative for bleeding. The patient received 3 units of blood. On (B)(6) 2021 a colonoscopy was performed and the results were negative. It was believed the bleeding was coming from small bowel arteriovenous malformation (avm). The patient was given octreotide. They were deemed stable for discharge on (B)(6) 2021 with no aspirin or coumadin but did continue with their treatment of 50mg of octreotide twice a day (bid) subcutaneously and iron supplements by mouth (po). Additional information revealed that the patient's source of bleeding was small bowel avms, exacerbated in the setting of anticoagulation. The patient had a follow-up on (B)(6)2021. No further bleeding was found aspirin and coumadin were previously (as reported) discontinued due to gi bleeding. The patient's treatment plan was to remain on octreotide 50mcg bid subcutaneously and iron supplements po.